Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: without a valid lot number the device history records review could not be completed. Complainant device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, both small hexagonal screwdrivers are starting to round and may be stripping the screws during insertion or removal into the patient bone. There were no fragments generated, the surgeon stated that the hexagonal head of the screwdrivers were beginning to round. The procedure was successfully completed with five minutes surgical delay. Patient status is unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown) this complaint involves three (3) devices. This report is for one (1) small hexagonal screwdriver long. This report is 2 of 3 for (B)(4).